Event description:
As reported by the user facility: (B)(4) serial (B)(4): reports under infusion, exact drug information unk, piggyback bag alarms as done and goes to kvo rate. There is still fluid in the secondary bag. Secondary is run on the primary line, so there is primary bag hanging also. No pt injury. Reference MFR: 9610825-2013-00210.